Event description:
A left ventricular assist (lvad) pt was being transported from the or to the ICU, when the top and bottom modules of the dual drive console (ddc) froze and stopped functioning. The pt was switched to a back up driver without incident. The unit was examined at the site and the failure was traced to the 6vdc module batteries. The module batteries were replaced, which corrected the problem. The module batteries will be sent to thoratec for further eval. Any necessary corrective action will be determined upon completion of the failure investigation.